Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture and patient death occurred. The 99% stenosed lesion was located in an unspecified distal right vessel. The tortuosity and calcification of the vessel are unknown. The apex balloon (unknown size) was advanced to the lesion and ruptured below rated burst pressure. The number of inflations and to what atms is unknown. The vessel ruptured and the pt died. Additional information is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation could not be performed, as the lot number is unknown. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.